Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. The first xtw clip was deployed without issue. A second xtw was positioned and deployed, however, this clip detached from the septal leaflet (single leaflet device attachment/slda). A xt clip was advanced to stabilize the slda clip. While maneuvering the xt clip, it touched the first placed clip causing it to detach from the septal leaflet resulting in a second slda. Eventually, the physicians decided to stop the procedure without deploying the xt clip. It was noted there was no further complications, and the patient was stable. Tr remained unchanged at grade 5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unchanged tr appears to be due to the slda. Tr listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious unexpected medical intervention was a result of case specific circumstance as another clip was attempted to implant to stabilize the slda clip.